Event description:
The reported stated that the surgeon was advancing +12.5 diopter collamer lens in the sfc-25fp cartridge and the lens wouldn't advance. It was reported that the cartridge seems too small for the lens. There was no pt contact.

Manufacturer narrative:
The product pertaining to this claim was not returned, however, the lens received and visual inspection shows no visible damage to the lens. There is debris on the lens. It should be noted that the injector and foam tip plunger were not returned for eval. Eval codes: conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.